Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® tts¿ tracheostomy tube was reported to be leaking 27 days following placement. The tube was changed out with no reported adverse effects.

Manufacturer narrative:
H3: four pictures of bivona tracheostomy tubes were received. In picture 1, a sample from p/n 670170 is observed inside a bag and with its obturator. In picture 2, the original box from p/n 670170 l/n 3801411 is observed, in picture 3, one sample from p/n 670180 is observed inside its tray and with contamination in the tube. In picture 4, the original lid from p/n 670180 l/n 3801409. Three (3) samples were received from p/n 670180 l/n 3801411 and p/n 670180 l/n 3801409 without their original packaging, in used conditions and with their certificate of safe handling. Visual inspection was performed at 12" under normal lighting to received units, in order to detect any damage on the cuff or airline. Contamination was observed on the units. The samples were inflated with 15cc of air to see if there was any functional problem. When inflating the sample with 15cc of air, the cuff immediately deflated. The samples were tested on leak test; the test was performed under water. When the units were submerged under water, leaks were found on the cuff. All the leaks were found in the same location of the cuff. The reported issue was able to be confirmed. After a review of the different verifications that are performed during the manufacturing process to detect leaks, the most probable cause is that the damage occurred after the product left the manufacturing facility.